Manufacturer narrative:
A partial lead with the connector portion measuring 33.1 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that high capture threshold and lead abrasion under the suture sleeve were observed on the left ventricular (lv) lead. The lead was capped and replaced on (B)(6) 2020. The patient was recovering.